Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device evaluated by manufacturer? Not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2008 the patient underwent left total hip arthroplasty. It is further alleged patient began experiencing discomfort in the area of his device and was forced to have the device surgically removed. It is alleged the device had failed causing gross deformation of the device together with severe and permanent tissue and muscle damage.